Event description:
Loss of osseointegration, bisphosphonate treatment, peri-implantitis, mobility. Patient did not have continuing care properly. Patient never had them restored & returned only when one fell out. Same patient as (B)(6).